Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2022. The revision was of humeral ex nail as original surgery showed that proximal locking screw missed the nail. A proximal spiral blade was placed in to stabilize. No hardware was removed. The original implants were originally implanted approximately 6 months prior. Exact implant date is unknown. It is unknown if there was a surgical delay. Procedure and patient status is unknown. This is report 2 of 3 for (B)(4). This report is for a connecting screw.